Manufacturer narrative:
Section b3. Date of event: corrected data; initial MDR inadvertently submitted incorrect date of event.

Event description:
Information was received that the patient's device was explanted. No products have been received into analysis to date. No additional relevant information has been received to date.

Event description:
It was reported that a patient is requesting their device to be removed due to pain that she is attributing to the vns. The patient's device was turned off when pain was first experienced, also because the patient is seizure free. The patient was seen recently and is still reported pain even with the device programmed off. It was stated within clinic notes that the leads were not showing any increased resistance, meaning the impedance had shown to be within normal limits. The pain decreased mildly however the patient still reported daily pain, shooting pain to left neck and chest and is requesting her vns to be removed. No surgical intervention has been reported to date. No additional relevant information has been received to date.